Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer was unable to calibrate the co2 parameter after receiving a calibration overdue message. There was no patient involvement.